Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient was hospitalized for increased pain in their right leg. Stimulation was turned off temporarily to determine the cause as the patient could not feel her right leg due to increased pain. A CT scan revealed inflammation at the incision site. The patient was given steroids, which successfully returned feeling in their right leg. Stimulation is currently turned on and the patient reports great pain relief.